Event description:
Legal documentation received indicated that a pt is alleging that during the course of surgery, the grounding pad was being used in the manner intended and due to the defective condition of the "cautery and grounding instrumentation" the product malfunctioned causing serious bodily injuries, some of which were permanent.